Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "handle is poor contact." We are considering this to be a paddles contact issue. There was no patient involvement.